Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The mtm was analyzed and found to have a have no functional issues when installed on an in-house system and passed all relevant testing when placed on a test fixture. The 25520 error was confirmed in the field logs confirming the mtm reported a p5v fault (5 volt electrical fault). The complaint was confirmed based on the field evaluation. Although a malfunction was confirmed as happening through the field logs, the issue is unable to be traced more specifically at this time. Failure analysis was unable to replicate the issue and the mtm passed all relevant testing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon encountered non-recoverable fault with error 25520. Surgeon reported that they lost control of the instrument that was controlled by the right-hand control when the issue occurred. Surgeon asked technical support engineer (tse) how to remove instrument stuck and holding tissue and the tse guided surgeon to press emergency stop and open jaws using instrument release kit (irk) tool. Instrument was safely removed from tissue and patient. Surgeon informed tse that prior to call, the error occurred three times and system had to be restarted to recover but returned a few minutes later. Tse informed surgeon a fault most likely occurred within the universal surgical manipulator (usm) arm for master tool manipulator right (mtmr) on surgeon side console (ssc). Tse asked surgeon if they had another ssc at hand, surgeon stated no. Tse advised surgeon that error was likely to return even if recovered. Surgeon elected to convert to laparoscopic surgery. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the error sound, right hands instrument was locked, and the right control arm went completely loose without function. The procedure was converted to a traditional laparoscopic approach due to the repeated non-recoverable fault error 25520. The conversion did not result in increasing the port size incision or adding additional ports. The patient tolerated the change. There was no injury to the patient. The procedure caused a delay of more than 30 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and field service evaluation. .